Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that based on the information provided, the clinical root cause for the reported infection could not be linked to the smith and nephew device. Infection is a known risk of joint replacement surgery. The infection was five-years post implantation and is highly likely of an exogenous nature. Therefore, it cannot be concluded the infection is associated with a mal performance of the implant. The patient impact beyond the reported debridement, antibiotics, and implant retention procedure could not be determined. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the insert, the tibial baseplate and the femoral component, a review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. For the patella, a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection has been identified as a possible adverse effect. Active, local infection or previous intra-articular infections are identified in contraindications for total knee replacement. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. A review of the sterilization records revealed the batches were sterilized within normal parameters. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Sections a2, b5 and h6 were updated. Internal complaint reference: case-(B)(4).

Event description:
It was reported that, after a total right knee arthroplasty surgery was performed on (B)(6) 2020, the patient experienced knee infection and atraumatic right knee pain for seven days. This adverse event was treated by performing a dair on (B)(6) 2025, in which a legion ps high flex xlpe sz 3-4 11mm was exchange as part of washout. The current health status of the patient is unknown.

Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that a dair procedure was performed five years post-implantation due to infection. The legion ps high flex xlpe sz 3-4 11mm component was exchanged. Clinical findings indicated infection by gram-positive cocci, with no evidence suggesting the smith & nephew device contributed to the event. The infection is considered exogenous in origin. Patient impact includes the surgical intervention and recovery period. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the insert, the tibial baseplate and the femoral component, a review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. For the patella, a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection has been identified as a possible adverse effect. Active, local infection or previous intra-articular infections are identified in contraindications for total knee replacement. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. A review of the sterilization records revealed the batches were sterilized within normal parameters. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that based on the information provided, this case involves a dair procedure performed five years after a knee implant due to an infection. During the procedure, the legion ps high flex xlpe sz 3-4 11mm component was replaced. Records from (B)(6) 2020 were reviewed but did not explain the cause of the infection, and no lab data was available. Based on the information provided, the infection appears to be external and not related to the smith & nephew device. Infection is a known risk with joint replacement surgeries, especially years after implantation. The only confirmed impact to the patient is the dair procedure and the recovery that followed. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the insert, the tibial baseplate and the femoral component, a review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. For the patella, a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection has been identified as a possible adverse effect. Active, local infection or previous intra-articular infections are identified in contraindications for total knee replacement. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. A review of the sterilization records revealed the batches were sterilized within normal parameters. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a reported patient complication that includes reference to the use of a smith+nephew product without evidence of a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a total right knee arthroplasty surgery was performed on (B)(6) 2020, the patient experienced knee infection. This adverse event was treated by performing a dair on (B)(6) 2025, in which a legion ps high flex xlpe sz 3-4 11mm was exchange as part of washout. The current health status of the patient is unknown.